Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: please provide the patient's demographic information including age, weight, bmi at the time of index procedure female. Lot number? Unknown. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Unknown. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Unknown. How was the suture originally tied (multiple knots, square knot, etc.)? Unknown. Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Unknown. Was at least one reverse stitch performed prior to closure? Unknown. When were the hypertrophic scars noted? How many days post-op? Recently, the patient developed hypertrophic scars and visited to the hospital. No further information is available. Please provide the onset date/time of pain from the initial procedure (# of post-operative days). Unknown. Location and character of pain? There was tingling pain at the time of onset. Is there any specific activity that precipitated the pain or eased the pain? Unknown. Other relevant patient history/concomitant medications? Unknown. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Unknown. What is the patient's current status? Surgical treatment was not performed, hospitalization was not performed, and the patient is under observation. If applicable, will product be returned? If so, please provide the return date and tracking information. No sample will be returned. Does the patient have a history of post surgical hypertrophic scarring? Unknown.

Manufacturer narrative:
Product complaint # (B)(4). The following information was requested and the following was obtained: the procedure was an open total hysterectomy with simultaneous resection of the adnexa. The steroid used was eclar (deprodone-propionate). Surgical treatment was not performed, hospitalization was not performed, and the patient is under observation. The patient is scheduled to be seen again in a few months. There was tingling pain at the time of onset. Did pain lasted more than 5 days and beyond 2 weeks of surgery ? Unknown. But, after prescribed steroid added-tape, pain disappeared. What medical intervention was performed? Results? (Include name, strength & dose) steroid(deprodone propionate)-added tape was prescribed. What is the current status of the patient? The patient visits to the hospital regularly. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name :irgacare®. Active ingredient(s):triclosan. Dosage form : suture/solid/parenteral. Strength: 2360 ¿g/m. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a female patient underwent an open total hysterectomy with simultaneous resection of the adnexasurgery procedure on (B)(6) 2021 and suture was used on the dermis. Recently, the patient developed hypertrophic scars and visits the plastic surgery department of the hospital regularly. Steroid-added tape was prescribed. The steroid used was eclar (deprodone-propionate). After prescribed steroid added-tape, pain disappeared. It was reported that pain was caused by the development of hypertrophic scars. Not a serious event. The patient is under observation and is scheduled to be seen again in a few months. There was tingling pain at the time of onset. Additional information was requested.